Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch verio iq meter reverting to the setup mode. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 around 1015am. The patient manages her diabetes with humalog insulin through pump therapy. Earlier that same morning, the patient continued to take her usual dose of insulin (3.5 units). The patient denied developing symptoms; however, the patient reportedly knew she was "low." The patient took food and/ or drank a beverage as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The alleged issue was resolved with training. The patient refused replacement products to be sent. This complaint is being reported because the patient may have developed symptoms suggestive of a serious injury after the alleged meter issue began.